Event description:
Medtronic received information approximately one year post implant of this mitral bioprosthetic valve that it was reported that the cinch may have not been removed from the valve at the time of implant. It was stated that the physician has "doubts and suspects" the valve cinch was not removed at the time of surgery or it or some part of it could have been left inside the patient after implantation of the valve. It was reported that this suspicion arose due to the observation of a shadow seen in an echocardiogram. It was reported that the patient is fine and the valve is still implanted and is functioning properly with no hemodynamic issues noted. No intervention is planned and no adverse patient effects were reported.

Manufacturer narrative:
D6a: year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.